Event description:
It was reported the display is broken. The external pulse generator (epg) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is broken. Lower case and side bail cover are broken. Ring cover is contaminated. Battery contacts are compressed. The ring is bent. Keyboard is damaged; flex is missing and disconnected.